Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular lead (rv) was explanted due to lead fractured. The lead exhibited high impedance, poor rv sensing, and lack of capture. Another rv lead was successfully placed. No additional adverse patient effects were reported.